Manufacturer narrative:
There is more information on the device evaluation. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause cannot be identified for the b30 error reported by the customer. Since the issue could not be duplicated in evaluation testing, it is likely that there was no abnormality in this device which caused the error; there may have been an issue with another device used in conjunction with this one, such as the endoscope, the light source or the digital light source cable. Alternatively, it is possible that the event occurred because the user connected the video connector to the video connector socket without drying the video connector thoroughly, causing temporary contact failure. The contact failure of the electrical contacts on the connector may cause failure in proper communication between the endoscope and the video processor, resulting in b30 error. As five years or longer have passed since the delivery of this product, it is presumed that the lock of the video connector socket wore out and failed due to long-term repeated use. It is presumed that this made the electrical contacts of the connector unstable and affected the image transmission between the endoscope and the video processor, resulting in image loss during moving the endoscope connector. As five years or longer have passed since the delivery of this product, it is presumed that the yc connector wore out and was damaged due to long-term repeated use. Alternatively, it is presumed that the yc connector was damaged because the user connected the cable to the yc connector with excessive force. It is presumed that this caused no yc signal output. The instructions for use includes the following statements which can prevent the issue from happening: drying the electrical contacts: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Handling of the device: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The device was tested along with multiple series test scopes. Unable to duplicate b30 error. However, found worn out lock latch on video connector causing loss of image when wiggle the pigtail. In addition, found damaged yc connector on printed circuit (dp) board causing yc cable cannot be connected. Device has up to date main switch.

Event description:
As reported for this event, during an unknown procedure the device yielded a b30 scope communication error. There is no reported harm or adverse impact to the patient.